Event description:
Pt had starclose vascular closure device placed in l groin after cardiac cath in 2009. Developed l groin infection with 2 hospitalizations, with no resolution with multiple courses of antibiotics. Eventually, rehospitalized with persistent febrile illness, eventually, became bacteremic and fungemic with alcaligenes sp. And candida parapsilosis. Because of persistent fevers and inability to control infection with medical management, the starclose device was surgically removed, and the cultures of the removed starclose device grew multiple organisms: candida tropicalis, candida parapsilosis, alcaligenes sp., and fusarium. Remains hospitalized with serious infection, which likely originated from starclose device. Dates of use: 2009. Diagnosis or reason for use: vascular closure after cardiac catheterization.